Event description:
Two nurses were transferring a patient to the ICU in a bed. The patient was in the elevator when his internal defibrillator discharged. The device did fire appropriately based on patient condition. The nurses both describe feeling what they think were shocks as well. One nurse reported feeling a "slight tingling sensation in her legs from the knee down." Neither the nurses nor the patient experienced any lingering effects from the incident.